Event description:
It was reported that the staplers failes to close the staple properly. In fact, the staple breaks instead of closing. No adverse events have been reported associated with the reported malfunction.